Manufacturer narrative:
The customer stated that the results were reported to the physician and the physician questioned the results. Repeat testing was not performed to confirm correct results. Siemens is in the process of evaluating this event. The cause for this event is unknown.

Event description:
The customer reported that a patient came into the ER after having been in a fire with heavy smoke. The patients cohb analyzed on the rp 500 was 6.5. The physician questioned the result because they expected a higher cohb for a person in a fire. Repeat testing was not completed. The result was determined to be discrepant based on the patient's clinical picture. The customer has indicated that treatment (hyperbaric chamber) was delayed or withheld as a result of this discrepancy.

Manufacturer narrative:
Siemens has determined that hydroxocobalamin interference was the cause for the discrepant cohb result. Certain levels of hydroxocobalamin may interfere with cohb results as well as other co-oximetry fractions. Siemens has issued urgent field safety notices (poc 18-010.a.us & poc 18-010.a.ous) to inform customers that hydroxocobalamin may interfere with co-oximetry results.